Event description:
According to the reporter: two trocars were used for this procedure. A piece of the trocar sealing part was found in the cavity by endoscope. The piece was retrieved. The user is not sure from which trocar the piece come from. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).